Event description:
Patient reported receiving 04 (occlusion) alarms when attempting to administer a bolus. He indicated that he had been in the hospital for 4 days as a result of the infusion device not delivering insulin caused by the occlusion alarms. Patient's blood glucose level was 1250 mg/dl when he was admitted into the hospital. He indicated that he tested positive for ketoacidosis. His target blood glucose level is 160 mg/dl. Patient stated that he did not experience any hyperglycemic symptoms. He reported having a mild cardiac infarction and pneumonia. At the hospital, patient was treated with insulin drip. Patient switched to injection therapy. He indicated that he fills his own cartridges and reuses them on occasion. Patient stated that the adapter had been in use for one year. The adapter is to be changed every 6 months. He reported that the piston rod had been in use for 2 years. The piston rod is to be changed annually. Patient stated that he changed the infusion set and site every 7 days. The infusion site is to be changed every 3 days and the set every 6 days. The patient was sent replacement piston rod and adapter and upon follow up, he stated that the new accessories corrected the issue. He stated his blood glucose is "much better." Product was not requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.